Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1306607. Medical device expiration date: 31oct2026. Device manufacture date: 02nov2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) medication could not be delivered. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: the last few boxes of bd nano pro needles have had 2-3 blocked needles in each box. The last box is lot no 1306607.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) medication could not be delivered. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: the last few boxes of bd nano pro needles have had 2-3 blocked needles in each box. The last box is lot no 1306607.